Event description:
The customer provided additional information: the issue was found during preparation for use and the procedure involved is intrauterine electrocision surgery.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information and to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a cable disconnection found near the boot part, which led to the malfunction resulting in the abnormal colors of the image phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation (abnormal image) was confirmed. The device evaluation found abnormality in the image color due to broken cable near protector sleeves. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head exhibited an image problem. The issue was found during reprocessing. The intended procedure of therapeutic hysterotomy was completed with another device without any delay. There were no reports of injury and patient harm.